Event description:
A malfunction alarm was reported, specifically malfunction code 9, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, and they acknowledged and understood the instructions given.